Manufacturer narrative:
The complaint of product incorporates / allows air passage on item d1000 cannot be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Additional contact: (B)(6).

Event description:
The valves of a tego¿ connector reportedly did not collapse and air leaked into the lines upon removal the lines. Biseptine chlorhexidine gluconate 0.25g / 100 ml, benzalkonium chloride 0.025g / 100 ml and benzyl alcohol 4ml / 100 ml solution for skin application. The valve was placed on (B)(6) 2025. There were no defect observed on the device. The patient is not affected by a bloodborne disease, the patient was not impacted by the incident, as the medical staff intervened immediately to replace the valve, there was no blood loss, there was no serious injury/death, there was no exposure to any chemotherapy, there was no delay in the treatment, no medical treatment nor surgery intervention was required, the patient was stable. The consequences for the operator were stress and loss of time. The tego was changed with another tego from a different lot and no further issues were encountered. There was no adverse event/human harm.